Manufacturer narrative:
E.3. Other occupation: pharmacy informatics technician. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced an issue with the patient profile displayed unordered medications. The user confirmed that medications which were never ordered for the patient appeared on the patient profile, affected only a single patient but shown multiple medication orders incorrectly. However, there were no delays or adverse events or injuries reported based on this event.